Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. A 510k number cannot be provided in this report because the product code is unknown. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this report for a system error 2240 (air in line) alarm was not confirmed due to a lack of sample. The lot number is unknown, therefore, a batch review was not performed. Not enough data is available within the complaint to identify root cause; therefore, it is undetermined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Reportedly, on (B)(6) 2010 a homechoice machine alarmed system error 2240 during dwell 3 of 5. The patient was connected to the machine at the time of the alarm and didn't disconnect any time prior to the alarm. All bags were properly spiked and connected. No patient extension lines were used. There were no open clamps on any of the unused supply lines. There was nothing unusual observed with the supplies. The patient was assisted to clear the alarm and explained the meaning of the alarm. The patient indicated that he'll complete therapy with manual exchanges tomorrow. No clinical consequences for the patient were reported. No further information is available.